Manufacturer narrative:
Lot history record was reviewed for lot# d406012. The work order was manufactured and inspected per procedure. 100% inspection is in place after sterilization to look for this defect. Prior investigation in 2008 for split o-rings revealed, "the discrete failure of the o-ring is most likely related to damage caused during handling and placement of the o-ring. The incidence rate of this failure type, specifically once the device has been through 100% post sterile inspection is very low but possible. This potential failure mode is already known to the operators." Discussion with the vendor did not provide any additional answers as to why the o-rings split. This is the 3rd complaint of a split o-ring since the 2008 investigation. A new 100% inspection was done on 11/20/14 of all stabilizers in finished goods inventory for this defect and all were found conforming. All (B)(4) units from lt d406012 were shipped to the same customer, medline s. Ltd. There were no other complaints associated with this lot. There have been (B)(4) complaints associated ((B)(4) out of over (B)(4) foot assemblies) since 2003 for this issue with over (B)(4) stabilizers shipped giving a failure rate of .02%. Reviewed the failure mode with the operators, and they are aware of the need for care when placing an o-ring of the foot adapter. The failure mode was addressed during the design control risk analysis process. No further action was taken for this device malfunction. The company will continue to monitor complaints for further occurrences.

Event description:
Customer reported footpad detached on 3 sterile pieces of the tripod stabilizer with integral occluder. Product was returned unused for evaluation. 1 unit was in its sealed sterile pouch with one foot/foot adapter detached and the o-ring in the tray. Evaluation of the o-ring showed a complete, smooth break in the o-ring. 2 units were in their trays with no pouch - both had one foot/foot adapter detached and the o-ring was missing from both units. The products were never used and were not contaminated. The defects were noted prior to use and there was no patient harm as related to this complaint.